Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing difficulty recharging his ipg because the ipg is moving in the pocket. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015 to adjust and anchor the ipg down in the pocket which resolved the issue.